Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pf4ah, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during surgery of external stripping and internal ligation of mixed hemorrhoids under the combination of lumbar and epidural on (B)(6) 2020, the suture broke when ligating the blood vessels, changed another one to complete the surgery. No additional information could be provided.